Event description:
It was reported that the user experienced an occlusion alarm with blood glucose reaching 401 mg/dl, and troubleshooting indicated a bent cannula; the infusion set was replaced and the new cannula was filled, after which no further occlusion alerts occurred and glucose began to decline per the device¿s correction algorithm. Symptoms included hyperglycemia without reported ketones. Outcomes included no medical intervention, hospitalization, or use of backup therapy. Investigation included customer interview, device troubleshooting, and user education. Investigation of this case revealed that the occlusion resolved after changing the infusion set and that blood glucose subsequently stabilized within range. It was concluded that the event was attributable to an infusion set occlusion due to a bent cannula, resolved with supply change and user guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.